Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced a suspected infection at the ipg site and had an I&d. The patient was administered antibiotics to address the issue.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.